Manufacturer narrative:
The device was discarded at the account. The device history records, the non-conformance reports (ncr) database and deviation reports were reviewed for incidents related to the reported lot number within a 2 weeks period (+/-) from the mfg date. No related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changes were found.

Event description:
It was reported that the collected blood coagulated in the reservoir. The account exchanged this device with a back up, and the re-infusion was completed as planned with no allegation of adverse consequences.